Event description:
During a coronary drug-eluting stenting (des) treatment procedure, stent damage occurred. The 2.5x16mm taxus liberte des stent delivery system (sds) was unable to advance through a previously placed stent in an unspecified location. The taxus stent for stuck on calcium and the physician decided to remove the sds because resistance was felt. The system was successfully removed and the stent remained on the balloon but it was damaged. There were no patient complications; the patient's current condition is listed as "ok". Additional information was requested but was not received.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Should further relevant information become available, a supplemental medwatch report will be filed.